Event description:
It was reported that a pin from the patient cable became lodged in the output connector of the external pulse generator. The generator was returned for service. It was indicated that there was no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Pin stuck in the output connector. Upper and lower cases are broken.